Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing a replacement transmitter charger due to losing hers. Customer reported that blood glucose was 43 mg/dl and healthcare professional assisted in changing settings. Customer declined low blood glucose troubleshooting.